Event description:
Syringe infusion pump was hooked up to a pt in pt's room. The power supply/battery charger module shorted out causing sparks and smoke from the power supply. Nursing staff took care of pt and removed syringe pump. No pt problems were reported, but the potential for a burn or shock injury did exist. These power supply modules have failed in the past. Most of the time they just overheat and stop working. This time, it was a more serious failure, plus it was hooked up to a pt. Rptr has approx 30 of the syringe pumps. In 5/95, they are changing these pumps out for a newer series syringe infusion pump by another MFR.